Event description:
It was reported that pump experienced malfunction with code malf 12, with no notable events occurring before issue and fault ID recorded. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.